Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit will turn off automatically. No patient involvement. On (B)(6) 2018, the unit was triaged and service found that the unit did not have audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿put what customer complaint is here from complaint description¿ the unit was triaged and the reported conditions were confirmed. A trend has been identified for the no audible alarm issue and a corrective action has been opened to address this issue. The root cause of the intermitted power is damaged product, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.